Event description:
It was reported through, that a weld on the under side of the fowler is broken. No adverse consequence reported.

Manufacturer narrative:
Weld. It was found through MFR's investigation that the failure of a weld on the fowler led to the inoperability of the manual CPR release. The fowler would still function electronically.